Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation, the electrode belt failed functionality testing. Multiple components on the distribution node (dn) pca were contaminated. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Electrode belt sn (B)(4) failed functionality testing.